Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient presented for an office visit. (B)(6) 2007 the patient presented for somatosensory evoked potentials (ssep) spontaneous electromyography (emg) test. Summary: normal intraoperative sseps and emgs. The patient underwent the following procedure: a c3-t2 posterior cervical fusion; c3-t2 posterior cervical instrumentation; reduction of kyphotic deformity; laminectomy at c7-t1; and use of allograft, autograft bone and bone morphogenic protein. Per-op notes a crosslink was applied in between the c4 tulip heads and in between the t1 and t2 pedicle screws. The remaining lamina of the lateral facet complexes were decorticated using an anspach drill. Local morselized autograft bone, allograft bone and bone morphogenic protein were used in order to provide a posterior cervical fusion. After adequate placement of the instrumentation, resection of the kyphotic deformity, and arthrodesis, the decision was made to close. (B)(6) 2007 the patient presented with preoperative diagnosis: cervical myelopathy, cervical radiculopathy, kyphotic deformity of the cervical spine. The patient underwent the following procedure anterior cervical portion of this dictation. C4-5, c5-6, c6-7 anterior cervical diskectomyfor purposes of decompression at c4-5, c5-6, c6-7 anterior cervical fusion with use of depuy carbon fiber cages at all three levels, local morcellized autograft bone that was filled within these cages, instrumentation from c4 to c7 using the depuy skyline and reduction of kyphotic deformity (B)(6) 2007 the patient presented for consultation.